Event description:
It was reported that during the total lap hysterectomy, they said while using the device on or near metal, it was working fine. Then received an error message stating to clean the jaw. It continued to work then stopped working altogether when they were going across the rumi metal cup. There was a request to replace instrument. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(4). Batch #: v7013f. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.